Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was doing some electrical work & triggered the lead integrity alert. Interrogation of the device revealed oversensing and the ventricular fibrillation episodes seemed to suggest electromagnetic interference. The device remains in use. It was further reported that the device was explanted due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was doing some electrical work & triggered the lead integrity alert. Interrogation of the device revealed oversensing and the ventricular fibrillation episodes seemed to suggest electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.